Event description:
Caller reported that a malfunction occurred on pump, but it did not have any adverse impact on customer's blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, after which malfunction did not recur. Customer was advised to continue using pump and to contact support again if malfunction reoccurred, which customer acknowledged and understood.